Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced high blood glucose event on (B)(6) 2026 the patient received treatment with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.